Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient¿s bg meter reading decreased to 300 mg/dl and then to 129 mg/dl. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No serious or prolonged patient harm or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. D10 concomitant medical product name/medical product/therapy date - correction. G3 date received by mfg - additional information. G6 report type ¿ updated/follow-up. H2 correction/additional information. H10 corrected data.